Manufacturer narrative:
The device was returned to olympus for inspection. The root cause of the malfunction was unable to be determined. Based on the results of the investigation, it is likely the following led to the malfunction: lock of the video connector receptacle does not work due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the subject device exhibited an issue where the lock of the video connector receptacle did not work. There was no patient involvement.